Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the an peroneal artery with heavy calcification. The 2.5x200mm armada 14 balloon dilatation catheter (bdc) was used in the procedure and the balloon was inflated; however, the balloon pressure began dropping faster than anticipated. A leak at the hub of the bdc was noted. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
Visual, functional and canning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The balloon was sent to the sem lab for further analysis. The sem report determined the device leakage from the distal end of the luer may possibly be attributed to a channel in the distal bonding area. Radial cross sectioning through the distal bonding area revealed the outer member was positioned on one side of the lumen. Possible leak areas between the outer member/adhesive/luer lumen were documented on the radial cross sections. The investigation determined the leak and noted channel in the distal bonding area of the luer appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.